Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a myocardial infarction on 10 january 2023. An epidural bleed was found at t6. The patient was transported to a different facility for further treatment; however, it was determined that the patient was not fit to undergo surgery at that point in time, so the patient was placed on palliative care. The patient expired on 11 january 2023.